Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, white particles, and crease folds. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process and during the analysis crease folds were observed however it is not considered a workmanship issue because the device was explanted and was received without its original sealed packaging. See lab child record for more details. Reason for reoperation is capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "radial folds". The device has been explanted.